Manufacturer narrative:
The patient's age was not provided. The gi bleeding referenced in this section was reported under medwatch MFR. Report # 2916596-2017-01970. (B)(4). Approximate age of device ¿ 5 months. (B)(4). The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on approximately (B)(6) 2017, the patient was admitted for gastrointestinal bleeding and received 4 units of packed red blood cells. A week later, on (B)(6) 2017, the patient was admitted with gi bleeding, reporting melena alternating with dark brown stool, and bright red blood per rectum. On (B)(6) 2017, the patient experienced cardiogenic shock in the setting of acute on chronic combined systolic and diastolic biventricular stage d heart failure. The patient was treated with vasoactive and inotropic medication, and anticoagulation medication was held due to gi bleeding. The patient experienced acute kidney injury on stage iii chronic kidney disease. The patient¿s creatinine was stable. The patient continued to have melena and hematochezia with blood transfusion requirements. A video capsule study was not possible due to ileus and nausea. The patient continued to experience bleeding, was pale, and was supported on multiple infusions. The patient was placed under hospice care, and expired secondary to right heart failure and cardiogenic shock. It was reported that there were no device issues associated with the patient¿s death. The device was operating as expected. No additional information was provided.

Manufacturer narrative:
The device was not available for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding and right heart failure could not be conclusively determined. Bleeding and heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.